Event description:
This lead has no implant and explant date. It was noted that this lead was dislodged. The physician and health care facility were not known at this time. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).